Event description:
MFR's response received on 4/11/97: the complaint syringes were not returned nor were samples from the complaint lot provided. Visual inspection did not uncover any syringes with "black residue" inside. However, white specks were found on the rubber tips of 2 out of 500 syringes inspected. The dlsc visual, microscope examination, and ir scan indicated the white specks were consistent with a silicone based lubricant. The plant examined the two returned syringes and concluded that this material was probably "sunowax" which is used in the medical-grade rubber formulation and had perhaps leached out. Absent the actual complaint sample (s) it's virtually impossible to determine the source and nature of the "black residue." This problem doesn't appear to be wide spread, we examined 500 syringes for signs of black foreign matter and found none, although we did spot 2 syringes containing white specks on the surface of the rubber tip.